Event description:
It was reported that the device overheated. Upon speaking with the customer, it was not confirmed if the device was involved in a procedure. The customer at the user facility and was unsure if there was any delay in the procedure or if there were any adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of corrosion on the motor.